Event description:
It was reported that during a total colectomy procedure, the device was locked and had to be replaced with another one. When a different device was introduced, the staple line opened. The distal portion of the colon was closed with access. There was no patient consequences.

Manufacturer narrative:
Date sent: 07/11/2007. Device a was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the atw45 device b was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. In addition two tr45w cartridges and three 6r45b were received inside the bag, void of staples and with no damage to the spring cartridge lockout. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Device b batch #d5hx56. Mfg date 04/07, exp date 03/2012.